Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor was intermittently powering on. Upon evaluation, the j1 battery connector was intermittent. The cause of the inability to power on is the intermittent j1 connector. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.